Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indications for pump use included non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications were not reported. It was reported that the device was not working. No patient symptoms were reported. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.